Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003, which states that the voltage is too low for projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage alert and provided recommendations for device replacement. New information was received indicating that this implantable cardioverter defibrillator (ICD) was surgical explanted a week later. Besides surgical intervention, no adverse patient effects were reported. This device is expected to be returned for product analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.